Manufacturer narrative:
G.4. PMA code missing as device model and lot is unknown. H3: product analysis as found condition: the rist catheter was returned for analysis within a shipping box; and within a plastic bio-pouch. Damage location details: no flash or voids molded were observed in the hub. The catheter body was found to be broken/separated at 5.0cm from the hub. In addition, the catheter body was found to be kinked at 26.0cm from distal end. The catheter distal tip and marker band were examined, and no damage was found. No other anomalies were observed. Testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and water was exited out from the distal tip. Conclusion: there is no complaint against the rist catheter. However, the catheter was found to be damaged, and the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a pipeline flex with shield that failed to open at the distal end. The patient was undergoing a procedure for flow diverter treatment of a left internal carotid artery (l-ica) unruptured saccular aneurysm. The aneurysm max diameter was 4.78mm and the neck diameter was 2.80mm. The distal landing zone was 3.8mm; the proximal landing zone was 4.8mm. Vessel tortuosity was normal. It was reported that the pipeline and all accessory devices were prepared as indicated in the instructions for use (IFU). During dep loyment, when more than 50% of the pipeline had been deployed, the distal end of the stent failed to open despite many maneuvers. The pipeline was not positioned in a vessel bend. It was resheathed two or less times. No other steps or devices were used to open the pipeline. During retrieval of the pipeline, it deployed in the phenom 27 microcatheter so the system was removed. After removing the microcatheter, the doctor cut it open and confirmed the pipeline was within and successfully removed from the patient. The system was replaced to complete the procedure successfully. There was no harm or injury to the patient. Ancillary devices: phenom 27 microcatheter (lot: 232430064), terumo synchro guidewire additional information was received that the cause of the pipeline failure to open and deployment in catheter was not determined. There was no issue with the phenom 27 microcatheter.